Event description:
It was reported that during a rotational atherectomy treatment procedure, withdrawal difficulty occurred. The 90% stenotic lesion was located in the tortuous left anterior descending artery. The physician encountered strong resistance during the removal of a 1.5mm rotablator burr. The device was safely removed from the patient after cutting the connection between the device and the console. The procedure was completed with another 1.5mm rotablator burr. No complications were reported and the patient's status is good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, withdrawal difficulty occurred. The 90% stenotic lesion was located in the tortuous left anterior descending artery. The physician encountered strong resistance during the removal of a 1.5mm rotablator burr. The device was safely removed from the patient after cutting the connection between the device and the console. The procedure was completed with another 1.5mm rotablator burr. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: examination of the returned complaint device revealed that the fiber optic cable and the air hose were cut from the unit. Tug and connect/disconnect tests were performed and no issues were noted with the handshake connectors. A test guidewire was inserted; however functional testing could not be performed due to the cut/removed fiber optic cable and air hose. Microscopic examination of the burr revealed no issue with the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).